Event description:
United states. Patient implanted with motiva implants presented infection. She was advised to undergo explantation surgery and have new implants placed. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
As stated in the literature: ¿the human breast is not a sterile anatomic structure; it contains endogenous flora, derived from the nipple ducts, that is essentially similar to that found in normal skin. Multiple breast ducts provide a passage from the skin surface to deep within the breast tissue" (pittet et al, 2005). "Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation" (skandalakis, 2009). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection: "signs of acute infection reported in association with breast tissue expanders include edema, erythema, tenderness, pain, and fever. As with other invasive surgeries, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Symptoms of tss occur suddenly and can include high fever (102°f (38.8°c) or higher), vomiting, diarrhea, sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should immediately contact their physician for diagnosis and treatment if any of these symptoms occur." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.

Event description:
United states. Patient implanted with motiva implants presented infection. She was advised to undergo explantation surgery and have new implants placed. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter. Efforts to gather additional information were made, and the investigation was completed.

Manufacturer narrative:
¿ A relationship between the reported event and the device could not be established. It was not possible to confirm the reported infection due to lack of clinical evidence. A complete review of the DHR for lot 24072121 was carried out, no deviation was found in the manufacturing process. The review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. ¿ a definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may lead to the events reported include, but are not limited to: (1) patient's underlying condition. (2) surgical technique/environment. ¿ as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. ¿ establishment labs will continue to monitor for similar complaints/trends.